Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger product ID 97740, serial# (B)(4), product type programmer, patient . Product ID: serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the desktop charger ((B)(4)) found a broken connector.

Event description:
It was reported that the device was not working or sending out "relief." There was an error message, the remote said the battery was low, and the device was already charging and plugged. The device wasn't working and would only charge a little bit here and there. Follow-up determined that the metal pin that plugged into the recharger was bent and broken. The battery could not be read or used because it did not have any charge. No other information was known. Additional follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received. Additional information received reported the patient was unable to adjust their device up or down.